Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
The patient was admitted for a procedure in 2008 with a lesion in the mid right coronary artery. The lesion was rather hard, but the physician managed to dilate the chronic total occlusion site. Then a 2.25 x 28mm cypher select plus stent was introduced and the balloon burst. It was noted that the cypher was inflated to 12 atm and when pressure was added, the pressure indicator indicated lower pressure, not higher. At that point, the physician noticed that the balloon had burst and replaced the balloon with a 2.25 x 20mm voyager balloon and post-dilated the stent.